Event description:
During an unscheduled visit on (B)(6) 2011, originally for a follow up wound check, the patient was noted to have an elevated shock impedance of greater than 150 ohms. Six manual shock impedance measurements performed all at 119 ohms. Shock impedance was corrected during an lv lead revision on (B)(6) 2011. Op report indicates that rv lead slack was introduced. Elevated shock was thought to be related to a set screw. All available information suggests this device remains actively implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.